Event description:
Meter name: one touch profile. Strip name: unichek. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shortness of breath, sugar high. A pt reported they were seen in a doctor's office. Their meter did not power on and the pt was unable to test on the meter for a week. The result on their meter was unknown. The result on the doctor's meter was unknown. The time difference between pt's meter and doctor's meter was unknown. Treatment was unknown. No further info has been reported.